Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported a button error alarm for their daughter. Customer could not recall any significant events leading to the alarm. Daughter's blood glucose is unknown. Customer is advised to disconnect from the insulin pump and revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube window.